Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information have been made and no response to date. If further details or the device are received at a later date a supplemental medwatch will be sent. Was there any other treatment provided (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed) other than medrol pack? If so, please clarify please indicate any medical or surgical interventions performed. Please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond advanced use? Has there been a change in the prep used at the facility? Is, what change? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi; weight? Patient pre-existing medical conditions (ie. Allergies, history of reactions). Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total laparoscopic hysterectomy on (B)(6) 2020 and topical skin adhesive was used. Patient presented with itching rash about 3 days after surgery. Patient had 3 circles of examtous reaction around trocar sites where adhesive was used. Patient placed on medrol pack. No product to be returned. Additional information requested.